Manufacturer narrative:
Analysis found the ventricular output connector was cracked. Analysis also found the upper and lower cases were broken. It was noted all bails and bail covers were missing.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.